Manufacturer narrative:
Information was received from the biomedical engineer that touchscreen calibration failed as the touchscreen was cracked. The component was cracked during shipping from the company's rental side. The bme therefore performed a touchscreen replacement and discarded the cracked touchscreen. Based on the information provided, the incident is not a reportable event and is therefore being redacted. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury were it to recur.

Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that the device failed touchscreen calibration. It was reported that there was no patient involvement at the time the issue was discovered. The v60 was removed from service. The biomedical engineer (bme) called technical support to report that the device failed touchscreen calibration and wanted to confirm the part number of the v60 touchscreen. The remote service engineer (rse) informed the customer that the latest version of the service manual is version t and provided the bme with the part number of the replacement touchscreen for repair.